Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced but confirmed through a review of the device event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (low readings). The downstream sensor was replaced. Additional information: (low readings).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing . It was also reported there was no patient involvement.